Manufacturer narrative:
(B)(4). Batch #u5a42h. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with a partially fired gst60 reload loaded on the device. The device was tested in a dry firing and the knife did not advance. No functional test was performed due the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. . A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The damage to the knife is consistent with the device being clamped over an excess of tissue, causing the knife to bend. If enough force is applied to the firing trigger, the knife will buckle.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the first firing of the stapler, with an unknown reload and unknown buttressing material, the doctor closed on tissue and activated the stapler. The stapler made activation noises like it was cutting and stapling, but when the stapler was removed from tissue, the stapler hadn't cut or stapled the tissue. A second like stapler was used to complete the procedure. There were no patient consequences.